Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) corrected the timing of the x1-axis belt for the sample loader. The customer ran quality controls without any further issues. The g8 instrument was working within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 11-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6, troubleshooting, section 6.3 - error messages, states the following: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported issue was due to the x1-axis belt being out of timing.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error message while running patient samples on the g8 instrument. The customer was down and unable to run the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.